Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim: reported issue: when bedside rn went to disconnect the quadfuse set) from the patient's catheter (port), the luer connector broke off.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of luer connector broke off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9275 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.